Manufacturer narrative:
The reported issue has been identified as a software problem. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 a telemetry patient experienced an episode of asystole that did not generate an audible or flashing visual alarm at the central station. The alarm was captured in the retrospective database. No one was injured as a result of this event.